Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The baseline gender/age of the patients is male/(B)(6) years of age. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: cryoablation for the treatment of drug refractory symptomatic atrial fibrillation: a regional medical center experience. Journal of atrial fibrillation. 2016: 8 (5) 19-22.

Event description:
The literature publication reporting the following patient complication: one report of pulmonary vein stenosis. The symptom resolved with no reported intervention and no lasting side effects. No further patient complications have been reported as a result of this event.